Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided . Device manufacturer date unknown / not provided.

Event description:
It was reported that the crown of implant #21 was mobile. Gp removed the crown and it was revealed that the gold tite screw had fractured inside of the implant, threaded part of the gold screw was stuck inside of the implant. Attempted to remove the fractured screw from the implant but the screw wouldn't budge. Implant had to be removed. A healing period of 3 months will occur prior to reassessment of site.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An unknown 3i screw and osseotite® tapered certain® implant 4 x 11.5mm (int411) were returned for investigation. Visual inspection of the as returned products identified bone on threads and some damage possibly due to the removal process. Also screw fracture found inside. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth #21 and was used for approximately 12 years. X-ray images were provided by the customer, see attached image in the complaint. The x-ray image shows the screw product fractured in the implant inside the patients mouth. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot number associated with the reported unk screw product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. DHR review was completed for the subject lot number (830346). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. No complaint history review could be performed without relevant lot and item information unknown 3i screw. Complaint history review was performed for the reported lot number (830346) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.